Event description:
Despite imaging that indicated suffficient treatment length as well as accurate deployment, the right hypogastric artery was inadvertently corvered by the ipsilateral leg of the trunk component. The left hypogastric artery remains patent and no further treatment was deemed necessary. The excluder procedure was successfully completed.